Event description:
Additional information was reported from the patient via a letter response. They stated the circumstances leading up to the ins turning off were that they were charging and then it quit working. The steps taken to resolve the issue included that the unit was replaced along with their leads in (B)(6) by their doctor. The patient provided the new serial numbers for the unit.

Manufacturer narrative:
Continuation of d10: product ID: 97755 lot#/serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a message on their controller screen that stated controller not charging/connection to the ins when they went to charge. The patient already tried to reset their controller and had put a couple of aa batteries in the controller to see if the issue would be resolved. The controller had been charging just fine. It was noted the ins typically took about 1 hour to charge. During the call, the patient put the lithium battery pack in the controller and initiated a charging session. The patient was able to get excellent charging quality, the ins charge was at 80% and the controller charge was at 100%. It was confirmed the patient saw a green blinking light on the controller screen. The patient inspected the recharger antenna cord and noticed the cord was pulling out a bit from the coil, there was a white ring of discoloration. It was mentioned the recharger antenna did not get hot when charging. A new recharger was requested. No symptoms were reported. Additional information was received from the patient. Patient called stated he received the recharger (rtm) device but the issue is not resolved. Patient was asked to connect the controller to implant and controller showed ins 90% and controller 100% charged. Patient started charging the implant and getting excellent recharging quality. Information was reviewed all the devices seem to be functioning as designed. Patient stated the issue he was having is about his implant turning off and he is not turning implant off and that was the original issues he called about. Patient stated the controller showed therapy is off and they did not touch the therapy on/off button. Patient stated therapy was not off when the pt was asked to connect to controller. Patient stated his setting is a group = p1 at 2.0v , p2 at 3.9v and feeling little bit of stimulation. Information was reviewed when ins battery level is very low ins could turn itself off. Information was reviewed regarding device function but patient said he thinks the ins is turning itself off. Patient was redirected to their health care provider (hcp).